Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. It is not known at this time whether the treating physician at (B)(6) is alleging patient death was related to the use of the product.

Event description:
User facility reported that the device was placed in use with patient at (B)(6) hospital. The patient was transferred (B)(6) 2015 with this same device still in use. Following the transfer to (B)(6), the patient was under care from 2 nurses. According to reporter, the first nurse filled the cuff with distilled water (as per device instructions for use) but the second nurse later filled the cuff with air (against device instructions for use). User facility reported patient expired on (B)(6) 2015 (cause of death not reported at this time). It is not known at this time whether the treating physician at (B)(6) is alleging patient death was related to the use of the product.